Event description:
It was reported that the customer was using an optipac 40g indoors. He mixed it up as usual. Temperatures in the theater were the same as in the past with an average of sixteen degrees. Two minutes after mixing, he tried to press out the nozzle and it was very sticky and only became usable after about five minutes. The doctor complained about the consistency. It took about 15-16min to set. No known adverse event was reported

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following section has been updated: b4, d9, g3, h2, h3, h6, h10. This follow-up report is being submitted to relay corrected information. The following section has been corrected: g4. No further information provided (x-rays, surgical report, photographs, lab test) a retain sample of batch az35bg2105 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding cement paste_consistency: - 7 complaints (7 products), this one included, have been recorded on optipac 40 refobacin plus bone cement-3, reference (B)(4), from (B)(6) 2018-(B)(6) 2022. - 1 complaint (1 product), this one included, has been recorded on optipac 40 refobacin plus bone cement-3, reference (B)(4) , batch az35bg2105 since ever. According to available data, root cause of the event was unable to be determined. The complaint is closed but could be reopened if new information is received later. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign and health professional - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Batch not available.

Event description:
T was reported that the customer was using an optipac 40g indoors. He mixed it up as usual. Temperatures in the theater were the same as in the past with an average of sixteen degrees. Two minutes after mixing, he tried to press out the nozzle and it was very sticky and only became usable after about five minutes. The doctor complained about the consistency. It took about 15-16min to set. No known adverse event was reported

Event description:
It was reported that the customer was using an optipac 40g indoors. He mixed it up as usual. Temperatures in the theater were the same as in the past with an average of sixteen degrees. Two minutes after mixing, he tried to press out the nozzle and it was very sticky and only became usable after about five minutes. The doctor complained about the consistency. It took about 15-16min to set. No known adverse event was reported

Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.